Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 168 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The customer reported that the same error alarm reoccurred. The insulin pump will return for analysis.